Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic during follow-up in backup vvi. A backup vvi device status report did not print. A device image was received for further investigation. A device restoration was performed successfully. No further information is available at this time.